Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the fiber optic module and then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient a 50 point difference from fiber optic and other forms of pressure was observed on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.